Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of heat and that a cutter could not be inserted was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all performance specs, including cutter insertion and temperature assessement, and no problems were noted. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.